Manufacturer narrative:
Additional information was received which indicated following the explant of the transcatheter aortic valve and implant of a surgical valve, later than night the patient died. Per the physician, the transcatheter valve caused/contributed to the death. The cause of death was the valve dislodgement leading to coronary occlusion resulting in the surgical procedure. An autopsy was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic va lvuloplasty (bav) was performed. The valve was positioned at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc), and a decision was made to recapture the valve. During deployment, the valve was deployed to 80% using pacing at 150 beats per minute (bpm). Pacing was adjusted to 120bpm during final deployment. Upon final deployment, the valve dislodged aortic. The patient became hypotensive, requiring chest compressions and defibrillation. Per the physician, coronary perfusion was observed, but it appeared ¿sluggish.¿ it was thought that the dislodged valve was partially restricting coronary blood flow. Following the procedure, echocardiogram was performed, and no effusion or dissection was noted. A decision was made to explant the transcatheter valve and implant a surgical valve. No additional adverse patient effects were reported.